Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a healthcare professional (hcp) phoned in for a diagnostic interpretation of a pause event detected by the patients diagnostic implantable cardiac monitor (icm). The recorded event was on the same date and relative time as the original implant. It was determined that the recorded pause event was undersensing due to a "loss of contact." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.